Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney via limited medical records: (B)(6) 2009 - patient underwent a total abdominal hysterectomy and an abdominal sacrocolpopexy with implant of a bard/davol flat mesh. Per the operative report details, "a 2 x 6 inch prolene graft transfixed to the anterior vagina using prolene sutures. A similar size graft, 2 x 6 prolene, was then transfixed to the posterior vagina using prolene sutures. 2 ethibond sutures were then threaded through the prolene grafts to create an appropriate tension free suspension" the attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.